Manufacturer narrative:
This event occurred in (B)(6). On (B)(6) 2020, all electrodes and probes were changed. Maintenance and the 3 month ise cleaning was completed. On (B)(6) 2020, before the questionable result was produced, the ise pinch tubing was changed as part of monthly maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results on cobas 8000 cobas ise module. The initial result was 151.2 mmol/l and the repeat result was 141.6 mmol/l. The repeated result was taken using a different cobas module. These results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.